Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's also had blood glucose level of 409 mg/dl at the time of incident. The customer declined troubleshooting on insulin pump because reason customer had high blood glucose was because they did not performed bolus since meter and insulin pump did not connect. The insulin pump will not be returned for analysis.